Event description:
Customer reported oil leaking from the x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. This MDR is related to ge healthcare.